Event description:
Ta-60 stapler was used on a lobectomy case. Stapler fired but would not release. The doctor eventually forced the stapler to release. Damage to the stapler occurred when the doctor was manipulating the stapler to release.